Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material rupture was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported material rupture could not be determined. There was no rupture noted to the returned device; however, the nitinol tube and optical fiber were separated which is consistent with causing a fluid leak in the strain relief area. In this case, it is possible that the user interpreted the fluid leak caused by the nitinol tube separation for a material rupture; however, this could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the dragonfly opstar imaging catheter was to be used in an unspecified lesion. However, during pullback, the imaging catheter ruptured at the level of its body, near the connector. There were no reported adverse patient effects. Although there was slight delay in the procedure, there was no impact to the patient; therefore, the delay was not significant. No additional information was provided.